Event description:
It was reported "pleurevac device. Patient with a right thoracostomy. After placement and while waiting to start the drainage process, a leakage of bloody material is observed at the connection port between the hose and the trap". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided a photo and video for evaluation. Based on review of the photo and video it was observed that patient fluids were leaking in the patient tube near the ats connector. The location of the leak could not be determined. A device history record review was performed and no relevant findings were identified. The complaint was able to be confirmed; however, without the device to evaluate the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.